Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument had a frayed cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument pitch up cable was broken at the distal clevis hub. The broken cable segment which contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the broken pitch up cable were recur could cause or contribute to an adverse event.